Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shuts down during shift check. There was no reported patient involvement.

Manufacturer narrative:
The bench technicians had checked the error logs and observed an error code that suggests a fault with the processor pca. As a precaution, the philips bench replaced the processor pca. One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The j1 was worn and loose which causing an intermittent connection on the returned processor pca. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The j1 was worn and loose which causing an intermittent connection on the returned processor pca. The available information is consistent with a malfunction of the processor pca. Philips cannot rule out a malfunction of the processor pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.